Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted as the patient had reoccurring pericarditis and the lead perforated the heart wall. No additional adverse patient effects were reported.